Event description:
It was reported that the device had displayed error code 100.5010. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue of error code 100.5010 was confirmed at power up. The unit was powered on and started alarming 100.5010. A test cf extension board was used to try and reflash the software, but it was not successful as the logic board didn¿t read the cf cards. On 05-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem when the unit was powered on. Internal investigation revealed that the logic board didn¿t read the cf cards when trying to re-flash the unit. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the logic board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technicians stated issue of error code 100.5010 was confirmed at power up. The unit was powered on and started alarming 100.5010. A test cf extension board was used to try and reflash the software, but it was not successful as the logic board didn¿t read the cf cards. On 05-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem when the unit was powered on. Internal investigation revealed that the logic board didn¿t read the cf cards when trying to re-flash the unit. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the logic board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 100.5010. There was no patient involvement.